Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed the issue on the device. The device's active exhalation control module and machine flow sensor were replaced to address the issue. Additionally, the evo tubing blower chassis and evo tubing fio2 were proactively replaced on the device.